Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The existing pump and cylinder components were explanted and replaced. The existing reservoir remains implanted in the patient. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.